Event description:
In the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient's device was programmed to off due to extreme shortness of breath and excessive weight loss. The patient had reportedly lost 18 pounds in a two-week period.